Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation revealed that the handle cannula of the complaint device was not bent. The wire in the middle of the device and the catheter in the distal section was noted to be kinked. The device was returned with the wire cut near the distal section and the loop was not returned. Functional testing could not be performed due to the device condition. The device was used in order to excise a large tumor during a colonoscopy. However, the dfu states that this device is indicated for the removal of diminutive polyps, sessile polyps, pedunculated polyps and tissue from within the gastrointestinal tract. Due to the device condition and the available information, the most probable root cause of this event is user error.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was trying to excise a large tumor when the snare became twisted directly under the base of the handle. The snare was unable to fully close and became embedded inside the mass with the top portion of the snare also noted to be twisted around itself. Despite several attempts to remove the snare it would not come off of the tumor, so scissors were used to cut the device and it remained inside the patient. The snare and the tumor were successfully removed during a planned colon resection the following morning.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was trying to excise a large tumor when the snare became twisted directly under the base of the handle. The snare was unable to fully close and became embedded inside the mass with the top portion of the snare also noted to be twisted around itself. Despite several attempts to remove the snare it would not come off of the tumor, so scissors were used to cut the device and it remained inside the patient. The snare and the tumor were successfully removed during a planned colon resection the following morning.